Manufacturer narrative:
Analysis of the implantable neurostimulator found that setscrew 1 was backed out too far and misaligned. Setscrews 0, 2, and 3 were good. Analysis of the wrench found no anomaly. (B)(4).

Event description:
It was reported during implant that the screws were ¿not in place right¿ and would not tighten the lead down to the implantable neurostimulator (ins) properly. The ins was not implanted. A second ins was used and it worked fine. The patient was doing ¿fine/okay.¿

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.